Event description:
It was reported that the patient was unable to power on or off their device while running. Troubleshooting revealed an error message. As a result, the patient visited the emergency room due to their oxygen levels declining. No further information is available. Multiple attempts were made to contact the patient for additional information with no response.

Manufacturer narrative:
B3: date of event is estimated. The return reason for service needed is confirmed since zeolite is found contaminated and valve stuck of feed waste manifold is detected, which possibly caused due to debris inside the valves.